Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient had fallen a few months prior and was reporting a change in therapy. It was confirmed that the lead had migrated. During surgical intervention on (B)(6) 2019 to replace the lead, there was too much scar tissue to explant the lead, therefore the physician decided to leave the ipg and lead implanted, cutting the lead. Patient will be sent to a surgeon for removal of the lead.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.